Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was a crack in the battery compartment thread area. The battery compartment threads were found to be stripped/damaged. The battery cap threads were also found to be stripped. The returned battery cap was not able to be secured to the battery compartment properly. A test battery cap was used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the pump case was cracked along the battery compartment. It was noted that the pump case and battery cap threads were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.